Event description:
The patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15909: b5 mso statement missing.

Manufacturer narrative:
The impella device was received from the customer on 09-may-2023. Data analysis: looking at the attached imc logs (imc (B)(6).pdf), the controller logs the controller error "imcgui: event set: #1043 from 9 (0)" which indicates an optical error. The attached rt logs ((B)(6) transient loss.png) show the optical signal drops to -16384 for an extended period of time which between the imc logs and the rt logs points to the failure mode transient loss of optical data. Device analysis: console ((B)(6)) was sent back fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence and was unable to be reproduced. Root cause: the cause of the issue was not determined since failure could not be reproduced. Repair: perform a full functional check on the console and optical system (0042-7316).

Event description:
Us complainant reported that the patient with unknown race and ethnicity was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. New case start up. Aic (automated impella controller) alarmed controller failure when catheter was plugged in. Unable to resolve issue. Catheter plugged into new aic and case start up completed. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death.